Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. The 70% stenosed target lesion was located in a moderately calcified and moderately tortuous at the left anterior descending artery. During the percutaneous coronary intervention (pci), image disappeared during the second pullback. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is good. However, returned device analysis revealed that the sheath was found detached from the blue tubing at the lap joint.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The sheath assembly was found to have the clear tubing detached from the blue tubing at the lap joint. This fully exposes the imaging core. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).